Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs sys on (B)(6) 2010. On (B)(6) 2010, it was reported that the pt turned his stimulation off the previous night with the magnet and could not turn it back on in the morning. For the past 2-3 weeks, the pt had been recharging every 2-3 days when he usually recharges every 2 weeks. No additional info is available at this time. This report is being submitted as a precautionary measure as similar reported events have occasionally resulted in the explants of the device.